Event description:
It was reported to medtronic neurosurgery that a patient's strata valve was repeatedly changing pressure settings from 2.5 to 1.5. According to the report, the valve was explanted and replaced.

Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.